Event description:
Pt was on a ventilator. They were found in cardiac arrest after having been deprived of oxygen. Rptr has had no clear explanation of what happened: the emt report indicated pt was found with breathing tube disconnected and they were told they could have been without oxygen for as long as 20 minutes. Pt was able to breathe without the ventilator to a limited extent, but oxygen level would have declined below critical levels very quickly. When, after being kept at hosp for several days, pt was returned to the same room at facility, and was being hooked up to a ventilator again. A tech noticed that the ventilator gave an abnormal reading and requested a different unit. When asked by another tech what was wrong with the unit on hand, the tech indicated it might have a "loose valve" and was giving a "flat line" reading. Pt at this point was in a pervasive vegetatiive state and never improved, passing away 2 months later. Rptr never received an explanation of what had happened, although they were told that the alarms did not function properly, as it was apparently twenty minutes between when an aide saw pt ok, and then found pt in this state. Rptr is concerned that the equipment malfunctioned or there was some problem with oxygen delivery, and that facility never reported this incident.